Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a safeset¿ transpac it w/03 ml reservoir and single needleless valve, without velcro arm strap, patient mount. The customer reported that when staff attempted to change the set they discovered that the bonding between the sampling port and 2 way valve came apart. Unspecified medication was being used with this product. There was patient involvement, but no harm was reported as a consequence of this event. This is report 1 of 12.

Manufacturer narrative:
One open/unused unit was returned for evaluation on 8/23/23. The reported complaint of separation was confirmed on all the returned open and unused samples. During visual inspection, the plug stopcock was separated from the safeset reservoir. The two way stopcock luer was observed to be tacky. The probable cause of the plug stopcock separated from the safeset reservoir had occurred due to the uv adhesive not being fully cured during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.